Event description:
It was reported that during a gastrectomy the device stapled but did not completely cut the anastomosis. The anastomosis was completed by hand. Or time was extended more than an hour.